Event description:
A high pressure increase was experienced during the procedure. The unit was used to complete the procedure. No pt injury or further complications occurred as a result of this event. No pt info or further details are available.

Manufacturer narrative:
A high increase was experienced during the procedure. The unit was used to complete the procedure. No pt injury occurred. The unit was returned for eval which consisted of decontamination, sterilization, & pressure drop testing. Upon initiation of the pressure drop testing the unit was noted to have a gross leak to the gas path. The leak is believed to have occurred post pt use (i.e. During the decontamination process). As a result of this leak the unit could not be evaluated for pressure drop. Therefore co was unable to duplicate the reported incident.